Manufacturer narrative:
All available information was investigated, and the reported difficult to open or close (gripper actuation - single) was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, a cause of the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue it was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a posterior prolapse, and a tethered anterior leaflet. An xtw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while under the valve, it was observed the anterior gripper did not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.